Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic lobectomy thoracoscopic surgery, while the pulmonary artery was disconnected, the surgeon was able to the press the green button but was unable to squeeze the handle so the stapler was unable to fire. A new reload was used to complete the case. There was no patient injury.